Event description:
Patient revised due to pin backing out.

Manufacturer narrative:
Examination of the returned product could not confirm the complaint. A search of the complaint database found no prior reports for pins backing out for this part and lot number combination. Review of the as400 system show that 32 other devices from lot bn1cr1 have been delivered and can be reasonably concluded implanted. Provided information states the rep advised the surgeon to use a larger pin; revised to a 3.0 mm pin. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.